Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for the following microorganisms: microbacterium paraoxydans and acinetobacter radioresistens after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to olympus for a device evaluation. A visual inspection was performed on the returned device and found a kink inside the biopsy channel and light stains within the suction channel when using the olympus boroscope. The kink inside the biopsy channel is located at the entry near the distal end opening at approximately 50mm. In addition to the kink, multiple scrape marks were also found inside the biopsy channel, more evident near the middle section. Service center also used the boroscope to verify the condition of the suction channel, which has light stains on the channel wall close to the opening at the control body side. The device passed the cosmo leak test and the image of the video scope was checked on a cv-180 processor with no issues or abnormalities.

Manufacturer narrative:
This supplemental report is being submitted to provide the final report for the postmarket surveillance tjf-q180v study. Based on the investigation, the most probable cause of the reported event was attributed to insufficient reprocessing, improper reprocessing procedure and/or contamination due to improper sampling.

Manufacturer narrative:
This supplemental report is being provided to provide the results of the reculture test. The olympus endoscopy support specialist (ess) visited the user facility to review the reprocessing technique of the technician that reprocessed the scope at the user facility and found the technician was not following the proper sequence of cleaning and reprocessing. In addition, the user facility is not performing proper cleaning to the elevator at the distal end area. The ess observed the following: the technician reuses the sponge that is used during the pre-cleaning steps for the manual cleaning wipe down of the scope. During leak testing the technician was leak testing 30 seconds angulation and then only 10-15 for the elevator. During the brushing steps the following was observed (1)technician begins with angled brush from hedge hog model sbb-119-50 to clean channel opening instead of recommended bw-412t brush. (2)technician then uses the olympus maj-1534 to brush inside the elevator and the elevator recess. (3)technician olympus recommend steps when using the maj-1888 brush and also flushing the front and back of the elevator with a 30cc syringe. (4)technician used the long cleaning channel brush for the biopsy port and then the channel openings. During the suction step the tehnician does not raise and lower the elevator. The technician is then using the scope buddy product for 1 minute 30 seconds for manually flushing, rinsing, then air. When the technician removes the scope from the medivators edge automated endoscope reprocessor they are not drying the air/water cylinder, suction cylinder, and forceps recess with a sterile q-tip. The ess notified the user facility¿s staff and recommended an official in-service to discuss the deviations with all of the staff that reprocess these scopes. As part of the post market surveillance study, the scope was recultured and was positive for the following microorganisms: bacillus pumilus and paenibacillus sp. After reprocessing. There were no associated patient infections reported. In addition, olympus personnel was dispatched to the hospital to review the sampling technique of the samplerer of the scope and the facilitator the following deviations were noted: cardboard boxes were brought into the sampling room. Someone was entering or leaving the sampling room. Someone was working in the sampling room. To conclude, the olympus reviewer instructed/demonstrated the appropriate technique to the sampling staff. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.